Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that customer received a no delivery alarm during priming and basal. Customer was advised to use backup plan per healthcare professional and to request a new reimbursement pump. No further information provided.